Manufacturer narrative:
Date of event: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. 20 retained samples were tested and all were found within specifications. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Refer to CAPA (B)(4) for probable root causes. Refer to CAPA (B)(4) for subsequent documentation.

Event description:
It was reported that bd microtainer® quikheel¿ lancet did not puncture deeply enough to draw the appropriate amount of blood for testing. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. 05/27/2016.

Manufacturer narrative:
Additional information: initial MDR was submitted with an incorrect date of event. A supplemental MDR was filed to correct the date to unknown and used the date of awareness for the field. The actual date of event is (B)(6) 2016. Correction: initial MDR gives the date received by manufacturer as 05/27/2016. The correct date received by manufacturer is 05/26/2016.